Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, hybrid show intermittent high current drain. Coulomb count failed for high current on v230 supply. Current drain of u501 tantalum capacitor show temperature dependent behavior during temperature stress test. Based on intermittent high current drain observed on the v230 supply and temperature dependent behavior of the u501 tantalum capacitor. Failure consistent with (B)(6) leaky tantalum capacitors. The "cause traced to component failure" conclusion code was selected based on analysis of the returned product which found evidence which meets criteria for (B)(6) - that is, evidence of a leaky tantalum capacitor. The trend investigation has deemed this to be a component issue.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.